Event description:
Healthcare professional reported unknown side "intracapsular rupture and sudden seroma of more than 200cc". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Clarification to d6a implant date: partial date 2018. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "intracapsular rupture"; "sudden seroma of more than 200cc."